Event description:
The following report was received from the affiliate: approximately four days post index procedure, the patient complained of slight chest pain and visited hospital. There was no abnormality observed for st nor troponin t. Cag was conducted and thrombus was found inside the implanted cypher. To treat the thrombus, aspiration was conducted, and then ivus was conducted. Timi flow was smooth. Then, poba was conducted with a 2.5x15mm balloon at 20atm. Inflation time was unknown. Th epatient was ins table condition and discharged from the hospital forty-eight hours later. Physician's comment: the possible cause of the thrombotic event was because spasm occurred at the distal end of the 1st diagonal branch. Because th epatient kept smoking even after the pci, this probably induced spasm.

Manufacturer narrative:
The procedure was an emergent case due to acute coronary syndrome. The target lesion was 1st diagonal branch. The vessel was a de novo and eccentric lesion. Lesion classification was type b2. The leisonlength was 12mm and vessel diameter was 2.3mm. Pre-dilation was conducted with a 2.0x15mm balloon at 10atms for 60 seconds. A 2.5x18mm cypher des was implanted at 16atms for 60 seconds. Post-dilation was not conducted. Ivus was not conducted. Timi flow before and after the procedure was iii. The residual % of stenosis was 0%. Act was measured, but unknown. Anti-platelet therapy conducted is the following: heaprin 12000u/day: 2006-aspirin 100mg/day: 2006 ticlopidien hydrochloride 200 mg/day: 2006 nicorandil 10mg/day: 2006 please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days from receipt.